Event description:
During oic peek surgery, when the surgeon struck the cage lightly, the cage broke.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.